Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had forgotten the pump at home and causing a high blood glucose (bg) level. Insulin injections were administered to address the high bg. The customer reported that a malfunction had occurred. Bg was not impacted due to the malfunction. Tandem technical support assisted the customer with clearing the alarm.